Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized due to diabetic ketoacidosis which resulted infection. Customer¿s bg was treated intravenously with fluids of saline and insulin and antibiotics. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump battery could not be charged. Reportedly, the customer was using a non-tandem charging cable and non-tandem wall power adapter in an attempt to charge the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.